Event description:
It was reported that the user experienced repeated infusion occlusions while using the ilet with an inset teflon 6 mm 23-inch infusion set, resulting in blood glucose rising to approximately 400 mg/dl until insulin delivery was resumed, with resolution only after a complete supply change and use of a different box of consumables. Customer care provided support that included recommendation for a full supply change, and confirmation of response to a supply change. Investigation of this case revealed that the occlusion cleared, and glycemic control improved after changing the infusion set and related supplies, indicating a consumable-related obstruction. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin therapy that required user intervention and replacement of disposable components. It was concluded that an infusion set occlusion caused the hyperglycemia and that replacing the affected supplies restored expected insulin delivery.